Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunctions of the pressure dome membrane leak. Since these reportable malfunctions are only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f332 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f332 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trend was detected for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation completed. (B)(6).

Event description:
The customer called to report that a pressure dome membrane leak occurred during a patient treatment. The patient was on a double needle mode procedure, approximately 204 ml whole blood processed when the incident occurred. The customer stated no alarms occurred during prime and no alarms were noticed after the pressure dome membrane leak. The patient was said to be in stable condition and not affected by the incident. The customer will not be returning the product(s) for investigation. No further actions required.